Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion procedure at c3-occiput using rhbmp-2/acs on (B)(6) 2007. Patient's post-operatively period marked by severe pain and weakness in his lower back and lower extremities. An MRI undertaken on (B)(6) 2010 demonstrates osteophytes contributing to narrowing at the region of patient's surgery. Currently, patient continues to experience severe and unrelenting pain that radiates into the lower extremities. The patient is now unable to move his arms from the shoulder down.